Event description:
A report was received that the patient will undergo a lead revision due to high impedances and suspected lead breakage.

Manufacturer narrative:
Additional information was received that the patient will no longer undergo the revision procedure.

Event description:
A report was received that the patient will undergo a lead revision due to high impedances and suspected lead breakage.

Event description:
A report was received that the patient will undergo a lead revision due to high impedances and suspected lead breakage.

Manufacturer narrative:
Update to fu#1: additional information was received that the lead with the high impedances and suspected fracture is a competitor's lead and not a bsc product.